Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the patient's right ventricular lead exhibited noise oversensing. No interventions were performed. There were no patient consequences.

Event description:
Additional information received noted that the right ventricular lead was capped and replaced on (B)(6) 2022. There were no patient consequences.